Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The customer reported an error when fluid air exchange (f/ax) mode was selected. The pak was visually inspected. The position 3 identification (pos 3 ID) tab was broken off on the pinch plate of the cassette that interfaces with the console. This observed damage will result in the customer's experience. Inspection of the pinch plate indicates slight material stressing indicating the tab likely broke off at some point, however, we were unable to isolate when and where the break occurred. While we were able to identify the failure mode, the root cause of the customer's complaint could not be conclusively determined when and where the broken ID tab on the pinch plate occurred. The broken ID tab will result in the customer's experience. This complaint was reviewed and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a vitrectomy pak would not work in fax (fluid air exchange) during the procedure, no system message was displayed. The pak was replaced and the procedure was completed. There was no patient harm. Additional information could not be performed as the customer was unwilling/unable to provide additional information.